Manufacturer narrative:
Product ID: 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).

Event description:
It was reported the patient had pump implanted (B)(6) 2013 and saline was added to the pump. The pump was then filled with drug on (B)(6) 2013. The patient reported on (B)(6) 2013 he had an incisional infection with symptoms of fever, redness/pain at incision and diarrhea. The patient went to the emergency department (ed) and was given antibiotic and pic line. It didn¿t help and the patient was admitted to the hospital (B)(6) 2013 and the pump was explanted (B)(6) 2013. It was noted the location of the infection was the device pocket and a culture was done. The patient will get a new pump once the infection clears. The patient status at the time of the report was alive no injury. The pump was used to deliver dilaudid.